Event description:
It was reported the customer¿s pump was ¿stuck¿ in the load process. The customer had tried to load multiple cartridges and could not move past the load fill tubing step. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer went to urgent care due to not having a method available to address their elevated bg. It was determined that the customer had ketones and the ketone levels were identified as life threatening by health care provider. Customer was prescribed manual insulin injections to treat elevated bg. Reportedly the customer¿s bg ¿leveled out¿ later that same day.